Event description:
I used acuvue hydraclear contacts. After wearing these contacts for less than 6 hrs my eyes became itchy, slightly red, and extremely dry. I removed the contacts and washed my face and eyes to ensure nothing was present to irritate my eyes further. The next morning my eyes were still irritated and itchy. Moreover, they were now swollen and bloodshot. I had trouble focusing and had extreme sensitivity to even the slightest amount of light. This is from the minute I awoke. I had to go outside & when I did, I actually yelled out in pain as the sun burned my eyes!! I could not focus, open my eyes, and had to have a tissue on hand because I could not keep from crying. I immediately put on sunglasses, but still I could not take the sunlight. It was so bad I had to refrain from opening my eyes. I had to wear sunglasses inside. I had to tape newspapers to the one window I have in my room because the little amount of light that shone through the curtains still bothered me. Even the light from the television and computer bothered me. There was nothing I could do but sit in my dark room, wearing sunglasses, and cry in pain, not only from my eyes, but also from the horrible headache I now had because I had to focus my eyes to walk around. Unfortunately, I did not keep the exact contacts that affected my eyes. Obviously I did not use them again & threw them out. I have 1 box left but there is no expiration date. Dr treated me for a little over a week, where I could not go to school, drive, go to work, etc. I am unsure of the exact name of tests she performed or the names of the eye drops she gave me, because they were samples. Please note, I had only worn them for less than 6 hrs & did not sleep in them. I never again placed this brand of contacts in my eyes. I have since switched brands, but, after wearing contacts for about 10 yrs with no prior problems, can no longer wear contacts everyday or for an extended period of time. My eyes are no longer the same.